Event description:
I changed from bayer contour meter for diabetic testing to freestyle lite because it was a smaller meter and had a nite lite on it. It read 27% higher than my contour when I was getting a lot of lows after injecting my insulin according to freestyle readings. Started comparing to contour and took it to a lab to compare readings on a chem machine, and they were way off compared to comparison to the contour readings. I called abbott and they told me not to compare meters. This is bad when you're gauging insulin to your readings. I kept a diary of differences and read them to abbott. That's when they told me to not compare meter readings. Went back to bayer's contour which compares nearly exactly with lab chem machine results. I told my dr and he said don't use freestyle anymore. Bayer strips are not in the safety warning. Now I realize why freestyle strips are reading erroneously since I found your info on strips containing these substances. I am a part time med tech in a hosp lab, so can check my meter often. Have been in lab since 1961. Am glad I'm knowledgable on lab because I can keep check on my health but never run lab on myself till I found a fasting bg of 148 on a rafting trip in 1965 and had probably been diabetic for at least 5 yrs before that. A 1 hour tolerance was 280 so that confirmed it. Blood glucose testing from 2009. Fingerstick testing. 6 x a day. Frequency: 6 times a day. Route: other. Dates of use: 2009. Diagnosis or reason for use: glucose testing. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.